Event description:
It was reported that a specific area on the pump touchscreen was not working when the customer was attempting to input information to deliver a bolus. During troubleshooting, tandem technical support assisted the customer with restarting the bolus process and customer was able to successfully input the desired settings, confirming that the pump touchscreen was fully functional. There was no adverse impact to the customer's blood glucose level.